Event description:
Pt was revised for unk reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address alval/soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 18429 reason for original complaint ¿ asr revision recommended asr xl acetabular system (right) reason for revision: component loosening claimsuite no: dp4761931 update alert date (B)(6) 2016 added additional reason for revision, taken from claimsuite dated 23rd august 16 reason(s) for revision: alval / soft tissue reaction update alert date (B)(6) 2016 received confirmation that comp loosening is not the reason for revision. It has been amended to alval. Stem details also confirmed as unavailable. See email dated 5th september 16 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.